Event description:
It was reported that a newly opened device was used for a stapled hemorrhoidectomy procedure. When the surgeon prepared to fire, he made sure the orange marking was in the green range. He then released the safety lock and used two hands to fire. When he closed the firing trigger, he felt the blade couldn't go through the washer no matter how hard he closed. He found some of the staples were out and the blade had cut certain part of the tissue. He then released the firing trigger and tried again. This time the blade could cut the washer but the staples he investigated was not normally formed like a "b" shape. The surgeon kept the staples for reference. The surgeon then took out the staples and closed the wound with suture. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the firing sequence has been activated the device cannot be fired again. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.